Event description:
Additional information was received indicating that the patient was stable and will continue to be monitored following the reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of pacemaker mediated tachycardia (pmt) that resulted from a loss of capture. During the pmt episodes, the patient experienced episodes of presyncope. The device was reprogrammed to resolve the event and then the device entered rf telemetry lock-out. The patient will continue to be monitored.